Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05576. (B)(4) clinical study. It was reported that vessel perforation occurred. In (B)(6) 2015, the patient was enrolled into the (B)(4) study. Subsequently, index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 100% stenosis and was 40mm long with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilatation and overlapping 3.00x20mm and 2.50x20mm promus premier stents. Post-dilatation was performed with 0% residual stenosis. Post procedure, a very small perforation was identified; the perforation sealed itself and no intervention or treatment was required. Four days after, the patient was discharged on aspirin and clopidogrel.